Event description:
It was reported that during the implant procedure the patient was under anesthesia and in an MRI. She believed they were testing "clear point" for lead placement. The surgery took 9.5 hours during which the patient hemorrhaged. It was reported that the patient had not really felt good since the incident. It was noted that the patient had a bad experience at a reprogramming session where stimulation was turned up to 4v. It was too strong and the patient felt like she was "losing her mind", was unable to talk, and experienced dyskinesia. The patient didn't want to get her device reprogrammed for quite some time after that because of the bad experience. It was reported that the patient was eventually reprogrammed about three weeks ago, and stated that after reprogramming she experiences dyskinesia and hour to a couple of days later. The patient stated that she never had dyskinesia until she had the dbs system. It was also reported that the patient never had therapeutic effect. She stated that the dbs had never helped with the dystonia in her left foot and had not really helped with her tremors / shaking. It was noted that the patient had diathermy twice in the last week while at physical therapy without realizing it was a contraindication, however, the patient stated she was ok. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported the patient had not been receiving diathermy but had muscle stimulation near their ankle for physical therapy. It was noted the patient had not seen their health care provider since early (B)(6) 2012. It was noted after previous programming sessions the patient still experienced dyskinesias and "hand motions" and sometimes issues with her "affect." It was also noted the patient's friends would notice it from time to time.

Manufacturer narrative:
Product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, explanted: product type; extension product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type; extension product ID 3389s-28, lot # v199559, implanted: (B)(6) 2010, explanted: product type lead; product ID 3389s-28, lot # v199559, implanted: (B)(6) 2010, explanted: product type lead.